Event description:
Patient presents for bilateral breast implant exchange with identified left implant rupture. Implant sent to pathology. Explanted textured left breast implant, 405g 13.5 x 12.0x 1.8cm yellow saccular portion of silicone consisting of a breast implant manufacturer- allergan, lot number 2776568.